Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt underwent a routine pump replacement due to an intermittent low battery alarm. On explant, the pump pocket and pump were found to be covered in a crystalized substance. The substance seemed to be concentrated at the access port of the pump. The pump was replaced. The catheter was not changed; there were no obvious defects present with the catheter and free flow of csf was noted from the existing catheter. The pt recovered without sequela. The medications being delivered via the device system were ropivacaine and morphine.